Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(6) has been listed and (B)(6) FDA registration number has been used for the manufacture report number. A catalog number was not reported, however there were multiple lot#'s reported: 727697, 721358, 724234. Unfortunately without the proper catalog number, we are unable to properly identify and report the full information for these reported lot #'s. If additional information is received at a later date, a supplemental MDR will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle protectors of several unspecified bd¿ disposable syringe/needle(s) were not on the needles, resulting in a clean needle stick. The worker whom was stuck was seen by occupational health for first aid.

Manufacturer narrative:
Additional information: an email was received from the customer to communicate that the originally reported product and incident, has been determined to be from another vendor (not bd). This complaint has been over reported.